Event description:
Information was received from a manufacturer's representative (con) regarding a patient who was receiving unknown fentanyl via an im plantable pump for spinal pain. It was reported that the caller (con) stated that the patient's pump had been empty and not refilled for like 2 years as the pump had flipped. The caller stated that they were doing a dye study right now to see if the catheter was s till intact but then they wanted to shut the pump off completely. The agent reviewed code to do so. The caller stated that they planned to replace the pump today (2026-05-06).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.